Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test. Insulin pump was received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hairline cracks and o-ring exposed/loose. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated damage at upper left and right corner of the pump, reservoir compartment. Customer stated that reservoir is unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.